Event description:
This is a supplemental report to initial report 3008789114-2015-00007 to submit additional investigation results from the manufacturer of the suspect device.

Manufacturer narrative:
.

Event description:
This is a supplemental report to initial report# 3008789114-2015-00007 to submit additional information from device manufacturers follows: investigation results received from the manufacturer: full function test ok, meter is ok.

Event description:
Pdc received a call on 08/22/2015 reporting a medical intervention that occurred on (B)(6) 2015 @ 9:00am. Patient's aide ((B)(6)) called in stating that the patient's glucose was reading low. Patient displayed no symptoms. Aide only sought medical attention due to the patient's glucose reading results on the prodigy meter at the time of the event being 24mg/dl. Paramedics were called and upon arrival tested patient's blood glucose with their meter with a result of 373mg/dl. Patient ate food but did not receive any other treatment before arrival of paramedics. No information was given in regard to treatment by paremedics. Patient was not transported to hospital.